Event description:
On (B)(6) 2014 two power port needle injection sets from the same lot number failed to operate correctly. Both needles were from the same lot number d 410522. The connection where the hard plastic housing and the needle tubing connect were leaking with flush solution rendering the needle set ineffective for flushing of the pt port access and unusable for blood collection which was being attempted at the time of port access with needle set. In both cases, pts had to be restuck peripherally with a standard needle to obtain lab samples. Diagnosis or reason for use: implanted port access for blood draws and chemo infusion. Event abated after use stopped or dose reduced? Yes. (B)(4).